Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the anti-hcv g2 elecsys e2g 300 v2 assay performed within specifications based on a review of calibration and quality control data for lot 823050, which were valid and within target on the day of the event. No confirmation with supplemental methods, such as immunoblot analysis, was available to determine whether the elecsys result was a false positive or a correct positive. Single false positive results are covered by the specificity claim of the assay. Retesting of the sample after centrifugation produced a reproducible reactive result, and no sample quality alarms were observed. The device remains in operation at the customer site, and no clinical impact was reported as the patient's serology was controlled using two other techniques.

Event description:
The initial reporter alleged a discrepant positive result for the anti-hcv g2 elecsys e2g 300 v2 assay on a cobas e 801 analytical unit. The initial result was reactive, while subsequent testing using vidas and abbott architect assays produced negative results. No additional details or data regarding the initial result were provided. The sample was retested after centrifugation on the same system, and the reactive result was reproducible. Serology for the patient was controlled using two other techniques, and the sample was transmitted to a hospital for further monitoring of hepatitis c serology.